Event description:
It was reported the pt (B)(6) experienced pocket heating both while charging the ipg and when stimulation was on. The heating sensation stopped when stimulation was turned off. The ipg was removed and replaced which resolved the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.